Event description:
Complainant alleged that during the incoming inspection of the product, the device displayed message code "open air disch". The complainant indicated that there was no pt involvement in the reported failure.